Manufacturer narrative:
Date of initial report: (B)(6) 2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the handle didn't have a complete sealing cycle on the stomachs vessels in the greater curvature causing minimal bleeding. There was no patient injury. A new handle was used to complete the case.

Manufacturer narrative:
Evaluation summary one lf1737 device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Initial visual inspection found no defects. The reported condition was confirmed. The investigation found that regrasp alarms sounded continuously and the device could not be activated. An end tone and seal cycle could not be completed. The device was disassembled and investigation found the gray wire near the jaw was damaged. The investigation identified the root cause of the reported event to be a break in the wire that occurred from a kink. The break got larger as the device was cycled during manufacturing and the procedure, until it shorted against the inner tube guide and caused a re-grasp ala rm. The kink from the wire likely occurred when the jaw molding supplier was packing the jaws for shipment. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.